Event description:
It was reported that the user experienced sustained hyperglycemia with a highest documented blood glucose of 558 mg/dl for approximately 30 hours while using an ilet system with a teflon infusion set, after which customer support advised disconnecting the ilet, administering 30 units of lantus, and using a meal sliding scale; the device alerted for high glucose and the infusion site was suspected. Symptoms included vomiting. Outcomes included significant disruption due to prolonged out-of-range glucose without need for outside assistance or medical intervention. Investigation included complaint intake review and coordination with the support representative, with no device return available for analysis. Investigation of this case revealed a user-reported infusion site issue consistent with inadequate insulin delivery, with the exact device contribution undetermined. It was concluded, based on previously established findings for similar reports, that the cause was unclear and could not be determined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.